Manufacturer narrative:
D4 - Primary Unique Device Identification (UDI) Number: (b)(4). E1 - Telephone Number: (b)(6).The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per the report received from Italy, Edwards received notification of a 48mm EVOQUE procedure in tricuspid position by right femoral vein. The patient was discharged on post-operative day (POD) 5. On POD 6 the patient had conduction disturbances (heart rate decrease associated with dizziness) and on POD 7 a permanent pacemaker was implanted (PPM) in the coronary sinus.As per medical opinion the conduction disturbance is due to the implantation of the EVOQUE valve.